Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set leaked from an unspecified location; described as, the home patient noticed "a leak on the table". This was observed when disconnecting from the cycler at the end of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.